Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The tigerpaw system ii device was deployed partially. An atriclip was used to secure the left atrial appendage. There was no bleeding based on this event. There were no patient negative effects.